Event description:
Event description boston scientific, crm received information that on october 13, 2006, no tests could be performed on this implantable cardioverter defibrillator (ICD) device. The device booted up appropriately; however, they were unable to perform tests such as intrinsic and threshold measurements. They were unable to reform the capacitors, and daily measurements were missing dating back to august, 2006. The patient recently received radiation therapy. A boston scientific technical services (ts) consultant stated that this issue may be due to an analog to digital converter and therapy is not available. Ts also suggested performing a memory dump at the explant procedure. The device was explanted and a new ICD device was implanted without further complication. The device is part of an advisory population.